Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for malignant pain. It was reported that, for "about 2 weeks" the patient had been having difficulty connecting to their pump to deliver a bolus. Per the patient, it would take 5-6 minutes to connect to the pump. The patient would see error messages pop up but they were so fast that they could not read them. The patient confirmed that they were getting stuck at 90%, on the "retrieving pump settings" screen. The patient mentioned that they were at the doctor's office the previous week and their equipment connected immediately. Patient services walked the patient through clearing data from the application. The patient confirmed that they were able to connect and deliver a bolus successfully. Troubleshooting steps taken on the call resolved the issue.